Manufacturer narrative:
Related MFR # 2916596-2024-00318. Manufacturer¿s investigation conclusion: the reported event of no external power and low voltage hazard alarms while connected to the mobile power unit (mpu) was confirmed. The submitted controller event log file contained data spanning 4 days (19feb2024 ¿ 22feb2024 per the timestamp). The log file captured low voltage hazard and no external power alarms due to temporary losses of power while connected to the mpu on 19feb2024 from 22:24:43 to 22:25:32, 20feb2024 from 8:32:03 to 8:32:28, 20feb2024 from 20:37:47 to 20:37:50, 21feb2024 from 9:41:15 to 9:41:18, and 21feb2024 from 11:28:52 to 11:29:16. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during all losses of external power and pump function was not affected. The log file also captured intermittent low voltage hazard alarms that were not associated with a loss of ac power on 22feb2024 from 8:06:30 to 10:22:43 due to the relative state of charge (rsoc) voltage on both power cables dropping while connected to the mpu. The alarms resolved when the voltages returned to their appropriate levels. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that it is unknown if the power cord came loose at the wall outlet or from the back of the unit. Additionally, there were not any environmental circumstances that would have affected ac power at the time of the event to the vad coordinator¿s knowledge. The mpu has a v-lock connector on the ac power cord. The mpu was not exchanged or removed from service and will not be returned. It was also reported that the patient¿s daughter was asked to ensure the connections were secure and to bring the mpu if alarms continued, and per discussion with the patient on (B)(6) 2024, the patient has not had any further alarms. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, power cable disconnect, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit (mpu) patient cable for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the mobile power unit patient cable¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section explains how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced multiple no external power and low voltage alarms. Log files were submitted for review and three of the no external power events were caused by power to the mobile power unit (mpu) being briefly interrupted. One of the no external power events was due to simultaneous power lead disconnects while the patient was switching power sources. The low power hazard events may have been an mpu or mpu patient cable issue.